Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to recurring incontinence that was caused by atrophy. A new aus device was implanted. There were no patient complications reported.